Event description:
The customer reported the device was failing the extended self test with error codes 00020 (supply voltage failure) and 00040 (defib failure). These error codes are accompanied by the message/instruction cycle power. This condition was reported to have presented during self test. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device was failing the extended self test with error codes 00020 (supply voltage failure) and 00040 (defib failure). These error codes are accompanied by the message/instruction cycle power. This condition was reported to have presented during self test. There was no report of patient involvement. The philips EU bench evaluated the device, confirmed the malfunction, and resolved the malfunction by replacing the control pca.